Event description:
Dr. Attempted to insert a radial arterial line. After inserting the needle/catheter into the artery, he was not able to remove the needle to thread the catheter into place. It was as if the needle and catheter were fused. He removed the catheter/needle and decided to abort the arterial line.====================== health professional's impression======================the needle would not come out of catheter.